Event description:
CT scanner malfunctioned half-way through pt exam, requiring pt to be rescanned. Therefore the pt was exposed to unnecessary radiation. Error code reported that there was a communication problem with the gantry.